Manufacturer narrative:
All the buttons are functioning properly. However, keypad traces were corroded. There was no button error alarm during testing. There was no moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The unit was received with minor scratched display window, cracked reservoir tube lip, case at display window corner, belt clip slot and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The insulin pump was exposed to moisture when the customer jumped into a pool to save a child. It was stated that there was moisture under the lcd screen and then it went away. The customer placed the insulin pump in rice. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.